Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation, and there was no patient involved.

Manufacturer narrative:
(B)(4). During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test. The product analysis lab (pal) evaluated the device and found no failure or malfunction that could have caused or contributed to the rite failure. A continuity test was performed between power entry module (pem) ground and door post and resistance was 0.009 ohm. All ground connections were inspected while monitoring the multimeter and there was no fluctuation in ohms. The cause for the rite ground bond failure was undetermined. The device was sent to service.